Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device identified in the bilateral uterine cornua/remnant of essure thought to be in uterine cornua.') And device breakage ('remnant of essure thought to be in uterine cornua') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female, bleeding menstrual heavy, fibroids, pain menstrual, gastroesophageal reflux disease, dysmenorrhea, uterine leiomyoma, leiomyoma nos and nabothian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device expulsion and device breakage outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: interested in hysterectomy to remove remnant of essure thought to be in uterine cornua. Lap salpingostomy - has tubes removed ¿ (B)(6) 2015. No. Of coils on each side- right- 04; left- 04. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2018: -essure remnants in corneal region. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion, and device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure device identified in the bilateral uterine cornua/ remnant of essure thought to be in uterine cornua.') And device breakage ('remnant of essure thought to be in uterine cornua') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included pelvic pain female, bleeding menstrual heavy, fibroids, pain menstrual, gastroesophageal reflux disease, dysmenorrhea, uterine leiomyoma, leiomyoma nos and nabothian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant) and device breakage (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device expulsion and device breakage outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: interested in hysterectomy to remove remnant of essure thought to be in uterine cornua. Lap salpingostomy - has tubes removed ¿ (B)(6) 2015, no. Of coils on each side- right- 04; left- 04. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in 2018: essure remnants in corneal region. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device expulsion, and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical record received: case category upgraded to serious incident. Previously reported event 'injury to herself' was replaced by 'essure device identified in the bilateral uterine cornua/remnant of essure thought to be in uterine cornua.' Event: 'remnant of essure thought to be in uterine cornua' , medical history, lab data, patient's date of birth, reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.